Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 286 mg/dl. A correction bolus and insulin injections were used to address the bg level. The contact thought that the infusion set site was a possible cause of the high bg. The contact declined tandem technical support's offer to troubleshoot to confirm if the site was the cause of the event.